Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) old female consumer reporting on self from the united states. On an unspecified date, the consumer used the o.b. Ultra absorbency tampons (lot number 3149m6417, expiration date and frequency unspecified). She reports that several of the strings in the tampons are pulling right off, almost like they are barely connected. There was no adverse event and the action taken with the devices was unknown. No samples were returned for evaluation. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. The device history record revealed no issues or nonconformance with the product or process. The retain sample from each run was visually inspected and no nonconformance or manufacturing defects were observed. The string resistance was tested on the retain sample and all results were found to be within the specification limits. This is the first complaint received for this lot number. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.